Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(4) bluetooth device pairing test was performed and the transmitter failed. A review of the share logs was performed and a loss of connection was found. The customer complaint of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.